Event description:
It was reported that the nurse had alerts and the arctic sun device seemed to not be working correctly to get patient to target temperature of 37c. Nurse filled the device. Mis confirmed patient temperature 38.1, target temperature 37c, flow rate was 2.1lpm. Checked event log alerts, alert 03 reservoir low, and 50 patient temperature erratic. Mis checked system diagnostics outlet monitor temperature (t1) was 6.3c, outlet control temperature (t2) was 6.2c, inlet temperature (t3) was 10.7c, chiller temperature (t4) was 4.7c, inlet pressure was -6.9psi, circulation pump command was 59, mixing pump command was 100, heater command was 0, water reservoir level was 4, system hours were 3252, pump hours were 2197. Device seems to be working appropriately, patient was generating heat. Mia discussed heat generation interventions including bair hugger, and suggested nurse consult their protocol for interventions. Also four large pads in place with exposed abdomen, nurse would look for two universal pads and apply.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery to suppress shivering. However, this cannot be confirmed. Nurse filled the device. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The serial number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse had alerts and the arctic sun device seemed to not be working correctly to get patient to target temperature of 37c. Nurse filled the device. Mis confirmed patient temperature 38.1, target temperature 37c, flow rate was 2.1lpm. Checked event log alerts, alert 03 reservoir low, and 50 patient temperature erratic. Mis checked system diagnostics outlet monitor temperature (t1) was 6.3c, outlet control temperature (t2) was 6.2c, inlet temperature (t3) was 10.7c, chiller temperature (t4) was 4.7c, inlet pressure was -6.9psi, circulation pump command was 59, mixing pump command was 100, heater command was 0, water reservoir level was 4, system hours were 3252, pump hours were 2197. Device seems to be working appropriately, patient was generating heat. Mia discussed heat generation interventions including bair hugger and suggested nurse consult their protocol for interventions. Also four large pads in place with exposed abdomen, nurse would look for two universal pads and apply.